Manufacturer narrative:
Related voluntary medwatch form received: mw5152631.

Event description:
Voluntary medwatch form received states: device appears to be over-sensing on the atrial lead, causing false atrial arrhythmia detection.